Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 38 patient samples tested for elecsys ft3 iii (ft3 iii) between an elecsys e170 modular analytics immunoassay analyzer and a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. When the customer changed to a new ft3 iii reagent pack on the e170 modular analyzer, the patient results were questioned since they didn¿t match the previous results for these patients. The customer repeated the samples on an e411 analyzer and erroneous results were identified when compared to the results from the e170. The customer had already deleted the results in question, so no specific data can be provided. The customer stated the difference between the results was approximately 50%. No adverse event occurred. The analyzer serial numbers were not provided. The field service representative (fsr) and the sales representative visited the customer site. The fsr checked the e170 modular analyzer but and did not identify any issues. The sales representative suspects an issue with the temperature of the reagent during transport.

Manufacturer narrative:
The customer believed the results that were produced on the e411 analyzer. Quality control and other supporting data for the e170 analyzer is no longer available as the customer has deleted it. It was discovered that the magnetic particles of the reagent pack that was used for the ft3 iii results from the e170 analyzer were agglutinated. This most likely caused the discrepant results. The agglutinated magnetic particles of the reagent were most likely caused by prolonged storage (either at the customer site or during transport between the warehouse and the customer's laboratory) at temperatures below 2 degrees c. This can cause clumping of the magnetic particles and incorrect performance of the reagent pack when used. Based on the information available for investigation, a general reagent issue can most likely be excluded. The investigation stated this is most likely an isolated event. A search was conducted for the reagent lot number involved and no similar complaints have been filed.